Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the surgeon noticed that on the lens it appeared to be a crack on the posterior side of a iol. When surgeon examined further and although it was a straight line resembling a scratch, he could actually peel back the edge of the line. He could not remove with suction from I/a (irrigation and aspiration), and it took him about 5 minutes to peel it. After he peeled it off the back of the lens, it was easily suctioned out by I/a with no damage visible in any way on the optic/iol.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Photo shows an implanted iol, there appears to be foreign material on the optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of serial number of the product. G.9. Manufacturer report number corrected and reported under 1119421-2023-00542.